Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2013 00:14:43. During night drain cycle three, the patient's ultrafiltration reading was 1308 ml, indicating the home patient drained 1308 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log found evidence of the reported increased intraperitoneal volume (iipv) condition. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation." Should additional relevant information become available a supplemental report will be submitted.